Manufacturer narrative:
Correction: updated annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator (ins) experienced several issues. The patient reported pain around the battery site, located in the left flank, and in the right flank area. The pain was described as "a hot knife jamming into side and twisting it," which started after charging the battery. The discomfort escalated to irritation and burning sensation, leading to severe pain and the decision to turn off the spinal cord stimulator (scs). After turning the scs back on, soreness around the battery site returned, and severe pain was experienced during stimulation mapping at both the implantable neurostimulator site and the right flank/kidney area. Despite these symptoms, there was no visible or topical injury at the implantable neurostimulator site. The patient decided to keep the scs off for a week to monitor any unrelated discomfort. A power on reset (por) message was seen when connecting: por ID: 0xfffffe30 0x80000000. The rep reported the patient has been experiencing right flank pain or the patient describes it as right kidney pain. The patient does not have a left kidney. The patient thinks that it is related to stimulation. When they would turn stim off the pain would subside. The pain would return after a various amounts of time when stimulation was turned on. The patient also recharged and had a burning pain over the ins, but it occurred hours after charging and not during the charging session. To troubleshoot the patient had stim off for a week, they recharge speed was reduced, and they turned stimulation on at 50% of their normal amplitude. Stim was on for 6 hours and the patient experienced the stimulation pain again. The patient did not have pain at the ins battery site this time. When stim was turned off the pain lingered for 48 hours after stim was off. The rep was attempting to troubleshoot in office when stimulation was turned on but the patient felt significant pain. Since that time the patient has been reluctant to have stimulation turned back on. The chronic pain has now returned since the stimulation has remained off. Xrays were taken and there were no fractures of the lead but the caller could not confirm that the leads had not moved. The patient has had a pacemaker for years. They had a [unrelated] heart stent that was placed and had a stress test with dye that occurred within the past month. The caller speculated that the stress test may have irritated the kidneys and made it more sensitive to stimulation. Stim was turned off during the procedures. The caller was going to follow-up with the patient.